Event description:
Per the patient's dad, the cadd ms3 pump serial number (B)(4) used to infuse remodulin fell during gym class. Now the pump has a black dot on the screen. Patient was switched to a back up pump without any interruption in his dose. A replacement pump has been sent out. Dose or amount: 156.25ng/kg/min. Frequency: continuous. Route: sq.